Manufacturer narrative:
Date rec¿d by MFR: 23sep2019. Date of report: 23sep2019. The customer changed the unit's power management (pm) pcba, but problem remained. The customer then found that unit would operate correctly when connection to the battery was compressed. Tech support recommended replacing the unit's power harness. The part number was provided for the cpu tray cover. Multiple attempts have been made to follow up with the customer about the repair status of the device, but to date the customer did not provide additional details. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted technical support (ts) stating that unit had a battery failure. The customer reported there was no patient involvement. The event date was not specified; estimate used.